Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's alert volume was too loud. It was also reported that the pump battery gauge increased from 45% to 95%. The customer experienced an elevated blood glucose level of 300 (mg/dl) and delivered a manual injection. Reportedly, contact stated that the battery gauge may have been misread as 95% when it was 45%. During troubleshooting with tandem technical support, contact was guided through adjusting the volume settings.